Event description:
This lead dislodged during a bypass surgery. A repositioning procedure was attempted, but capture could not be obtained and a new lead was implanted instead. The hospital has retained this lead. Should additional information become available, this event will be updated.